Event description:
The customer obtained a non-reproducible, higher than expected vitros phyt result from a quality control sample processed on a vitros 5600 integrated system. Biorad level 3 vitros phyt result= 145.8 ¿mol/l versus expected 99.8 ¿mol/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer stated that no vitros phyt patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros phyt result was obtained from a quality control sample run on vitros 5600 integrated system. A definitive assignable cause for the event could not be determined, however, an instrument issue or a reagent issue cannot be ruled out as potential contributing factors. Additionally, the investigation could not conclude that there was an issue with the control fluid sample; acceptable quality control results were obtained for other vitros assays run during the same test event. A definitive assignable cause for the event could not be determined.